Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead and that loss of capture, high pacing impedance were observed on the left ventricular (lv) lead. The rv lead and lv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.